Manufacturer narrative:
(B)(6). Service was not dispatched for this incident as the issue is believed to be reagent related. Beckman coulter inc. Corrections are underway to address the issue described in this event.

Event description:
The customer reported false positive rheumatoid factor (rf) patient results with the use of a specific immage immunochemistry system rheumatoid factor (rf) reagent lot on an immage immunochemistry system. Beckman coulter inc. Assessment of customer supplied patient results revealed the generation of thirty six false positive patient results using a specific rf reagent lot. The erroneous results were reported out of the laboratory however there were no reports of death, serious injury or change to patient treatment associated or attributed to this event. No confirmatory rf testing results were provided. Other chemistries were run for these samples but were not repeated. There were no reports of any issues with other chemistries or system errors. The samples were serum samples. No sample issues were noted and no additional sample handling/collection information was provided by the customer. Instrument chemistry quality control results were recovering acceptably at the time of the event.